Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support (ts) to report a fluid leak that occurred during an unknown phase of a pd patient¿s treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. The pdrn said the patient did not complete their treatment, but there were no adverse effects due to this. When the cycler set was removed from the cycler, fluid was found in the cassette compartment. The pdrn said it was not a large quantity of fluid. There were no signs of damage found on the cassette and it was unknown where exactly the fluid was leaking from. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported events. Following this event, the patient continued to use the same cycler.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support (ts) to report a fluid leak that occurred during an unknown phase of a pd patient¿s treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. The pdrn said the patient did not complete their treatment, but there were no adverse effects due to this. When the cycler set was removed from the cycler, fluid was found in the cassette compartment. The pdrn said it was not a large quantity of fluid. There were no signs of damage found on the cassette and it was unknown where exactly the fluid was leaking from. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported events. Following this event, the patient continued to use the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.